Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was treated for an infrarenal aortic aneurysm with three gore excluder aaa endoprostheses. The three gore excluder aaa endoprosthesis were landed as intended and the aneurysm appeared to be excluded. As the physician was completing the procedure, the pt's blood pressure dropped to zero. The physician found that the left external iliac had ruptured when the 20 fr gore dryseal sheath was being withdrawn. The measurement of the left external iliac was 8.8 mm. The pt coded. The pt lost 6 liters of blood loss. The aneurysm was excluded and the pt tolerated the procedure.